Event description:
It was reported to philips that the device had an intermittent ECG failure which would produce inaccurate readings during patient monitoring. There was no adverse event to patient or user.